Manufacturer narrative:
A specific root cause could not be identified. Review of the qc data provided did not indicate a reagent issue. An issue with the sample pipetting or with the diluent could not be excluded. Other typical causes for this type of event include issues with sample quality or insufficient maintenance of the analyzer.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6). (B)(6).

Event description:
The customer received questionable low elecsys hcg + beta test system results for two patient samples when tested with a dilution. Patient 1: initial result with a 1:20 dilution was <2 miu/ml with a data flag. The repeat results were >10000 miu/ml with a data flag, 60981 miu/ml, and 59742 miu/ml. Patient 2: on (B)(6) 2017, the initial result was >10000 miu/ml with a data flag, with a 1:20 dilution the result was <2 miu/ml with a data flag, and then 30034 miu/ml. No erroneous result was reported outside the laboratory. There was no allegation of an adverse event. The reagent lot number was 210151. The expiration date was 05/31/2018. The customer had noted issues with qc results and performed precision testing. Review of photos of the samples showed red, hemolytic strands within the gel and floating material on top of the gel. A preanalytic issue was suspected. As the results with the dilution were questioned, an issue with the diluent or analyzer was possible.

Manufacturer narrative:
The customer had a new occurrence of a questionable hcg+beta result for another patient. On (B)(6) 2017, the initial result was 0.3 miu/ml and the repeat result was 251 miu/ml. The erroneous result was not reported outside of the laboratory and the patient was not adversely affected.